Manufacturer narrative:
Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The customer¿s blood glucose level was 6.8 mmol/l. Customer reported that insulin pump's screen was all black and then started to alarm. Customer reported that they was sleeping until the insulin pump alarmed, they might slept on the insulin pump. Customer removed battery, put new battery and now screen turned on with stuck button alarm. Customer stated that they were unsure if they pressed a button down for 3 minutes or longer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.